Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has alarmed during the prime rewind process. The customer's blood glucose reading is 128 mg/dl. The drive support disk is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during the prime test due to protruded drive support disk.